Event description:
Report received of leakage at the connection of the male adaptor end of the extension set and the IV access catheter. The tubing was primed and connected to the patient for an infusion of an unspecified hydration solution at a kvo rate for an unspecified amount of the time, the set was reportedly leaking from the connection of the male adapter to the IV access catheter. There was a small amount of blood loss noted. The IV site remained patent. The extension set was disconnected and the primary IV set was connected directly to the IV access catheter and therapy was resumed. There was no adverse patient event reported. Though requested, no additional information was available.